Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The caller state that during infusion set change the motor of the insulin pump had delays and was not starting. The caller stated that sometimes they have to do it three times to get the device to work. The caller stated that the customer's last known blood glucose was 180 mg/dl, but they were not sure. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.